Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
As per the customer (B)(6), we had a hemoconcentrator leak today. The leak occurred in the same place as last time, where the tubing is bonded to the fitting that attaches to the bc -60 hemoconcentrator. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(4). Maquet cardiopulmonary gmbh received the product back for investigation. During the leak test of the claimed bc,a leaking connection was detected on the outlet side of the bc at the slide (red) connector. Based on this, the failure could be confirmed. Sap trend search was performed (material 70103.5742, failure code 0109 connector bc) which came to following results: 1 additional complaint was recorded in the last 12 months. Also, sap trend search was performed (similar product groups:26001,26002,26003,31000, failure code 109 connector bc) which came to following results: 1 additional complaint was recorded in the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,008 which is below 1%.due to this information no systemic issue could be determined. Maquet cardiopulmonary gmbh is aware of 1 complaint with the same batch, (#703007003). Getinge cp antalya was investigated the production steps of the set, assembly of the components. It is concluded that the failure could be related with operator mistake at the manufacturing site. Based on this failure could be confirmed. Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. As a corrective action, getinge cp antalya trained the operators and informed regarding the complaint.

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
This follow-up emdr serves to correct the aware date that was incorrectly reported by the factory on the initial emdr- 8010762-2018-00290. The initial stated (B)(6) 2018 in section g4 whereas the correct aware date is 10/02/2018. Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(6).

Event description:
Ref.: #703007068.